Manufacturer narrative:
It was reported the patient's implantable pulse generator was replaced due to reaching its end of service. It was undetermined if the generator battery depleted normally or prematurely. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator was replaced due to reaching its end of service. It was undetermined if the generator battery depleted normally or prematurely.